Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no audio which was reproduced. The cause was identified during visual inspection to be an improperly seated back flex connection to the input/output printed circuit board. The back flex was properly connected correcting this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no ausio. There was no patient involvement. No additional information is available.